Event description:
It was reported via repair work order that the head end of the bed was drifting due to worn/damaged lift motor nuts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.